Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 4 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. This issue is not deemed to be a reportable event. Ventilation is unpleasant as a false alarm is triggered, but the ventilator still works as specified. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a fault in software design sw2.8x. In consequence (correction) software fault has been fixed in sw 2.90. There was no patient or user harm reported.

Event description:
Received a complaint, communicated from (B)(6) (account manager), (B)(6) (cas) and (B)(6) (cas), on behalf of the new customer. The combined account is reported, as follows: infant was placed on neo ncpap with nasal prongs (not the ram cannula). At approximately, 01:54 to 01:59 clinician witnessed an inordinate stream of apnea alarms. The pervasive alarm condition was resulting in over-stimulation and interruption of the patients ability to rest. The decision was made to remove the infant from the hamilton-g5, as the patient was clearly not apneic, and placed on avea ventilator. This is a new customer who is grossly disappointed they had to return the patient to an antiquated ventilator to resolve the nuissance alarm and to mitigate over-stimulation of the patient.